Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('increase of menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and complication of device removal ("incomplete removal of both essures"). The patient was treated with surgery (incomplete removal of both devices via laparoscopy and posterior bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, menorrhagia and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal and menorrhagia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 08-jul-2019. The most recent information was received on 18-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('increase of menstrual bleeding') and device breakage ('incomplete removal of both essures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("incomplete removal of both essures"). The patient was treated with surgery (incomplete removal of both devices via laparoscopy and posterior bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality-safety evaluation of ptc, event "device breakage" was added no lot number or device sample was received in this case. A review of our complaint records and other nonconformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.